Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. After a mosquito introducer sheath was placed and a 0.035 non-bsc guidewire crossed the lesion, a 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 2 seconds, the balloon ruptured. The device was removed and replaced with a 6mmx4mm mustang balloon catheter inflated at 18 atmospheres. The procedure was completed and there were no patient complications nor injuries reported.